Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon wouldn't pump and the console generated an autofill failure alarm. The balloon was removed and replaced. The second balloon worked fine. There was no reported injury to the patient.